Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. It was reported that insulin pump did not receive any other alarms and was not bumped or dropped. Insulin pump would be returned.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error due to a broken force sensor. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.